Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter.

Event description:
On (B)(6) 2016, information was received from a consumer and a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On an unknown date in 2014, the patient¿s catheter kinked. It was also reported, ¿¿before it kinking, it looked like someone nicked it with a knife and the medication leaked into her stomach.¿ the patient¿s stomach got bigger. The patient noted ¿she had a mini stroke a few years ago and her memory isn¿t good.¿ the patient believed this event occurred before the stroke. It was later reported by the hcp that there were no catheter issues in 2014. The patient experienced fluid around the pump, and a culture of the fluid was normal. There was no action taken; they waited for the fluid to dissipate on its own, and it was resolved. The fluid was thought to have been caused by pump flipping, but the cause of the flipping was unknown, and nothing was done, troubleshooting or actions taken, about the flipping. The hcp did not have any information about the stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.